Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a severe low event. Patient reported that paramedics were called to their home when a visiting friend was not able to get the patient to answer the door. The patient did not remember lying down prior to arrival of paramedics. Paramedics pointed out that question marks were displayed on the receiver, when the patient became conscious, after glucose was administered by the paramedics. The patient was not aware of how long the question marks were displayed or how long she was unconscious for. The patient was not hospitalized and did not visit a physician following this incident. However, the patient contacted her physician over the phone and the physician instructed the patient to raise their carbohydrate rate from 1 unit for every 20 carbs to 1 unit for every 10 carbs. There was no alleged device malfunction. Additional event or patient information is not available. No product or data was provided for evaluation. The reported low event could not be confirmed. A root cause could not be determined.